Manufacturer narrative:
Device received for this event is being corrected from fri plus step screwd 5.5/l 13 catalog # 32360463 to fri plus step screwd 4.5/l 10 catalog # 32360451. The lot # is also being corrected from lot #103262311049 to lot # unknown.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.